Event description:
It was reported the pt was experiencing pain at her ipg pocket site. A sjm rep met with the pt at her physician's office on (B)(6) /2013 and the pt had stated she had fallen approx 2 weeks prior to the appointment. The pt also stated she feels the pain constantly whether stimulation is on or off and she also had a lot of bruising around her ipg pocket site. It was noted some of the pt's impedances were low but it didn't appear to be affecting her stimulation. The pt has been consulting with her physician on revising her ipg site. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.